Event description:
It was reported that technical services was contacted to explain why the patient's clinic had not received immediate notification that the patient had received eight shocks from this implantable cardioverter defibrillator (ICD) and therapy was exhausted. The patient was in the emergency room at the time, and was subsequently admitted. It was explained that the remote communication system only reports once daily and that it is not a continuous monitoring system. There were concerns of inappropriate therapy with the shocks as there was the possibility of atrial fibrilation with rapid ventricular response (rvr), however it was difficult to determine given the implanted system does not include a right atrial (ra) lead, however it was noted the shocks did not convert the arrhythmia. The device remains in service. No additional adverse patient effects were reported.